Event description:
It was reported that there was oversensing, but no noise was noted during non-invasive testing. The patient also reported a shocking sensation around the left side near the device, but the sensation could not be reproduced with device testing. The patient's medications were changed and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.